Manufacturer narrative:
UDI is unknown. No information provided to date. Premarket (510k) number is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample was visually inspected at a distance of 12? To 24? Under normal conditions of illumination. The sample does not have white tape. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. Visual inspection: prior to packaging, a random sample of 32 units was taken from the manufacturing process, the units were visually inspected, in order to verify that the breathing bags have tape in it. Results: no discrepancies were found. A random sample of 32 units was taken from the manufacturing process, in order to perform a visual inspection to verify that all components were free of damage (scuffs, pinch marks, etc.), cracks, crazing, cuts or other workmanship defects that can affect assembly function or appearance. The most probable root cause of the reported issue was that the production personnel did not detect the missing tape on the breathing bag. Actions were taken to mitigate the reported issue: a quality alert (qalert) was generated to ensure that operators can detect any missing tape on the breathing bag. Production personnel was trained on this qalert.

Event description:
It was reported that during a pre-use air leak check, the customer noticed air was leaking from the anesthesia bag. No patient injury was reported.